Manufacturer narrative:
(B)(4). (B)(6). Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in malaysia as follow: it was reported on (B)(6) 2016, that about a month ago, the patient's leg (in the position of implant) was swollen. When the patient went to see the doctor in (B)(6), the facility where the surgery took place), it was found that the implant has broken post-operatively. The procedure was completed successfully. Patient requires revision surgery to remove broken implant. It is unknown if the patient had revision surgery. This report is for one (1) lcp distal femur plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the complained device was not returned for investigation but pictures of the device were received. The received pictures show that a portion of the plate is broken off as complained; the complaint therefore has been determined to be confirmed. Based on the provided information, without the material and without knowing the lot number an investigation or disposition is impossible. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The breakage line occur in the position where there are 2 screw holes are. The removal surgery was completed successfully. A day or two after insertion of implant the patient complained of pain and swelling on the leg. Concomitant devices: 5.0mm titanium locking screws (part# unknown, lot# unknown, quantity 7), 4.5mm cortical screw (part# unknown, lot# unknown, quantity 1).